Manufacturer narrative:
H6: code 4116: the device evaluation showed the following: a visual inspection of the leading end of the delivery catheter revealed no leading olive present. The detached olive was returned and no damage to the olive was observed. Engineering inspected the olive and found no residue or material transfer from the leading olive to the polyimide. Based on the findings from the evaluation, the physician¿s observation of the detached olive was confirmed. The likely cause for the separated leading olive is consistent with a lack of bonding between the leading olive and the delivery catheter.

Manufacturer narrative:
The device is being returned to gore for evaluation but has not yet been received. A supplemental medwatch will be submitted with the results of any analysis performed. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that the trunk ipsilateral leg component was successfully deployed and when removing the delivery system from the patient, it was noted that the leading olive was detached. Imaging was performed to locate the olive tip and a snare catheter was used to successfully retrieve the olive. The cause for detachment is not known; there were no issues with advancement or deployment and no anatomical concerns the patient. The patient tolerated the procedure.